Manufacturer narrative:
On 27-aug-2024, mentor received additional information about the event. The suspect medical device is a mentor cpx 4 breast tissue expander 450cc, catalog #3548113, lot #9956582, 510(k) #k130813. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 20-mar-2025, mentor received additional information about the event: - the patient underwent a breast reconstruction procedure with the suspect medical device. - the patient underwent bilateral explantation on (B)(6) 2024 and the explanted devices were replaced with mentor memorygel boost breast implant 585cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 14-oct-2024, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the tissue expander. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the tissue expander was found to have a tear on the posterior view, between the union of the shell and the base. Microscopic examination was performed and the cause of the deflation could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. According to the manufacturing investigation with consideration to the process controls, the evaluation, and the data records reviewed, the complaint cannot be confirmed as a manufacturing defect. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified breast surgery with an unspecified mentor tissue expander that deflated post implantation. A slight flattening was noticed in the left breast tissue expander as well as leaking. As a result, the patient underwent explantation on (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: tissue expander deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12-aug-2024, mentor completed the investigation on the suspect medical device. The investigation was completed on a photo of the suspect medical device because the physical device has not been received by mentor. Device evaluation summary: according to the information received, the patient experienced a deflation in the tissue expander. Upon visual evaluation of the image provided in the complaint, the tissue expander was observed to be deflated. As the product involved in this complaint was not received, the device couldn¿t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 17-sep-2024, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additionally, mentor became aware that the patient identifier is (B)(6). Manufacturer¿s reference number: (B)(4).